Manufacturer narrative:
(B)(4). Eval - results and conclusion: severely tortuous and moderately calcified vessels.

Event description:
An aneurx stent graft system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessels were severely tortuous and moderately calcified. It was reported that after the bifurcated stent graft was placed, the aneurx iliac limb device was unable to pass through the bifurcated stent graft due to the vessel morphology and could not be advanced to the intended landing zone; the device ended up kinking. The device was removed from the pt and was discarded by the user facility. The physician elected to model the bifurcated stent graft and inserted and delivered a second device without issues. No clinical sequelae were reported, and the pt is fine.